Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.